Manufacturer narrative:
No significant deformations or damage of the valve were detected during the visual inspection. A permeability test has shown that the valve is permeable. To investigate the claim of under-drainage, the fixed pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve not operates within the accepted tolerance in both positions. After dismantling of the valve, deposits were found inside. Based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a mininav (part # fv679t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was believed to be operated in under-drainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 months. Height: 48 centimeters (cm). Weight: 3.8 kilograms (kg). Gender: male.